Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a esophagogastroduodenoscopy procedure performed on (B) (6) 2009. According to the complainant, following advancement of the device through into the pt's stomach, the needle would advance out of the device, but would not retract back into the device. However, when the device was removed from the scope, the needle would retract back into the device. The procedure was able to be completed with this device. No pt complications were reported as a result of this event. The pt's condition was reported to be satisfactory.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. These codes were selected by the manufacturer based on info obtained from the user facility. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B) (4).